Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance, stent dislodgement, removal of foreign body and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other graftmaster device referenced is filed under a separate medwatch report.

Event description:
It was reported that during a coronary intervention, a perforation occurred. A 2.8 x 26 mm graftmaster delivery system was advanced; however, the distal edge of stent-graft became caught in heavy calcification and dislodged from the balloon. The dislodged stent-graft was removed using snare device. Then, a 3.5 x 16 graftmaster delivery system was advanced; however, the stent-graft was also caught in the calcification and dislodged from the balloon. The dislodged stent-graft was removed using snare device. Balloon inflation was performed to the calcified area and a 3.5 x 19 graftmaster was successfully advanced and deployed, resolving the perforation. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.